Event description:
It was reported that the user received a ¿dosing stops soon¿ notification related to cgm pairing and had not entered the dexcom g7 pairing code after a sensor change, which led to unsuccessful pairing until the correct code was entered and pairing was completed with guidance. Symptoms included no reported adverse clinical effects. Outcomes included restoration of cgm pairing and continued dosing after troubleshooting and education. Investigation included technical support troubleshooting and user education. Investigation of this case revealed user setup error involving an incorrect or missing pairing code entry for the dexcom g7, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during cgm pairing.